Event description:
Pt spontaneously reported that her legacy pump sn (B)(4) keeps alarming for "no disposable, clamp tubing". Pt is suspecting that pump could have been bumped and air bubbles are getting into the cassette. Will replace. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.